Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A field service engineer found that the station was not allowing users to log in due to a bloated hard drive. The engineer re-imaged the device, configured it for full functionality, and confirmed successful operation. The engineer also found that the inventory was virtually located. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a fatal error occurred on the underlying data source. Customer stated that the issue had been caused by either a network connection problem or a hardware issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.